Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered a 50 unit bolus without user input. Blood glucose (bg) level was not provided. Customer had a seizure and was transported via ambulance to the hospital. Frequent bg testing and neurological checks were performed. After approximately 3 hours, once the pump was in stable condition, pump therapy was resumed. Customer was closely monitored for approximately 48 hours. Customer was discharged on (B)(6) 2021 with no permanent damage; however, permanent psychological damage to family occurred as they had witnessed the seizure.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.